Manufacturer narrative:
(B)(4). No conclusion code available; final analysis found the reported impedance, capture, and sensing anomalies were confirmed in the laboratory. The device was tested on the bench and chlorine was noticed on the ventricular ring electrode contact spring, indicating inappropriate parylene coating.

Event description:
It was reported that a device at change out was observed with no sensing, capture and reported elevated impedance. Testing the device showed normal numbers, but when hooked up the same issue was received. A new can was used and showed normal numbers and patient is doing fine.